Event description:
It was reported that the customer was hospitalized and the insulin pump was stuck during rewind. It was stated that the customer's blood glucose went from 1.7mmol/l to 16mmol/l and could not control the glucose levels. It was stated that the customer experienced problems with the infusion sets and insulin was draining out, but the customer did not call to replace the device at the time. It was stated that the insulin pump was removed and the customer went to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.